Manufacturer narrative:
Additional narratives: there can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. Surgical/percutaneous intervention may be indicated or required. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was learned from medical records that a 25mm mitral valve was considered for re-intervention after an implant duration of 8 years, 9 months due to leaflet thickening, motion restriction, mild to moderate regurgitation, and moderate to severe stenosis.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm mitral valve was disabled via a valve-in-valve after an implant duration of 8 years, 9 months due to leaflet thickening, motion restriction, mild to moderate regurgitation, and moderate to severe stenosis. The surgical valve was fractured and a 26mm transcatheter valve was implanted successfully. As reported, structural team did not feel that the valve failed prematurely.

Manufacturer narrative:
H10: additional narratives. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.

Event description:
A 25mm mitral valve was disabled via a valve-in-valve after an implant duration of 8 years, 9 months due to calcification, leaflet thickening, motion restriction, mild to moderate regurgitation, and moderate to severe stenosis. The surgical valve was fractured and a 26mm transcatheter valve was implanted successfully. As reported, structural team did not feel that the valve failed prematurely.